Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support for a patient admitted with angina and found to be in (acute myocardial infarction/ cardiogenic shock) ami/cgs. The pump was explanted after just over 10 hours due to entrained clot in the lv (left ventricle). The thrombus did not cause any harm or injury. No noted embolization. Pump was explanted and not replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the thrombus has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Data logs were reviewed, and no motor current spikes or any other abnormalities related to biomaterial injection were observed. The cause of the thrombus issue was most likely patient condition related.